Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
In an email the customer reported the endotracheal tube kinked. There was no report of any patient harm or required intervention. Additional information has been requested.